Manufacturer narrative:
The drug dose was inadvertently left out of the previous report submitted on 2018-apr-13 and was noted to be fentanyl at 7.998 mcg/day. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl at an unknown concentration and dosage via an implantable infusion pump. The indication for use was non-malignant pain. It was reported that the patient had a pump refill on (B)(6) 2018 and has had a massive headache since. It was noted that it "hurt like crap" and it was the first time it ever hurt. Per the caller the patient was about to scream and was worried. It was reported that the healthcare provider (hcp) told the patient that her pump was loose on both ends and it was "not anchored good" but filled the pump anyways and increased it. After the fill the patient was told not to use pain medication but suffered so much that she had to take a pain pill because "it wasn't working". No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider reported that the pump/device was working but was loose in the pocket. The cause of the pump being loose and not anchored was unknown. The pump was flipping in the pocket and was being revised by the surgeon. Per the healthcare provider the actions and interventions taken to resolve the issue was the patient had a referral to the neurosurgeon for consult to fix loose pump. The pump/pump pocket was being revised by the neurosurgeon on (B)(6) 2018. No further complications were reported.